Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump user experienced persistent hyperglycemia over several hours while using an inset 23" 6 mm infusion set, despite a site change and verification of no leaks, proper supply changes, adequate insulin in the cartridge, no active alerts beyond high glucose notifications, and no visible infusion set issues. Symptoms included high blood glucose without reported ketone testing or other clinical symptoms. Outcomes included user frustration and temporary disconnection from the pump to administer a manual subcutaneous insulin injection to avoid insulin stacking, with a plan to change the infusion site before reconnecting. Investigation included troubleshooting and user education regarding site replacement, pump disconnection after manual correction, and confirmation of device status and consumables. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.